Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted minor scratches on the device case, and a hole was noted in the rv seal plug. The ra seal plug was intact. Review of manufacturing documentation shows the device was sent for rework after minute ventilation testing. All testing during the manufacturing process was performed prior to the appropriate firmware being loaded, and not converted appropriately to the l331 model. As a result, the device was unable to be interrogated successfully or undergo a memory dump. The device was converted with firmware to the l331 model during product analysis, and a memory dump was performed successfully. No faults or errors were observed, and the device passed all electrical testing.

Event description:
It was reported that this pacemaker was unable to be interrogated pre-implant, and a fault code was observed. Technical services (ts) reviewed the case and noted that this device did not have patient firmware loaded. Ts recommended that the device not be implanted and to return it to boston scientific. There was no patient involvement. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted minor scratches on the device case, and a hole was noted in the rv seal plug. The ra seal plug was intact. Review of manufacturing documentation shows the device was sent for rework after minute ventilation testing. All testing during the manufacturing process was performed prior to the appropriate firmware being loaded, and not converted appropriately to the l331 model. As a result, the device was unable to be interrogated successfully or undergo a memory dump. The device was converted to the l331 model during product analysis, and a memory dump was performed successfully. No faults or errors were observed, and the device passed all electrical testing.

Event description:
It was reported that this pacemaker was unable to be interrogated pre-implant, and a fault code was observed. Technical services (ts) reviewed the case and noted that this device did not have patient firmware loaded. Ts recommended that the device not be implanted and to return it to boston scientific. There was no patient involvement.